Event description:
It was reported that the customer required assistance to treat an elevated blood glucose level (value not provided). Reportedly, the customer went to the emergency room (ER) and was admitted into the intensive care unit. At the time of the call with tandem technical support customer did not provide what treatment was administered at hospital and was unsure of exact hospital release date but estimated hospital stay lasted about twelve day. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.